Event description:
It was reported through a remote transmission from the patient's implantable cardioverter defibrillator (ICD) that there was evidence of atrial undersensing. The patient also reported a shock while driving. Follow-up with the patient's clinic indicated the patient was seen in clinic two days after the report. The clinic did not make any changes to the patient's ICD but indicated the patient will be referred for an ablation. The record indicated the shock the patient reported was due to ventricular tachycardia (vt) and the clinic indicated this was as expected. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.